Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on properly) was confirmed. Upon investigation, the monitor was unable to boot up past the second splash screen. The cause for the power up failure was isolated to a defective sd card. The root cause of the open sd card cannot be positively identified. No adverse event resulted from the defective sd card.

Event description:
A us distributor returned monitor sn (B)(4) to report that it was resetting.